Event description:
It was reported that this implantable device was found to be exhibiting codes 1004 and 1007, indicative of a shorted lead condition and charge time exceeding expectations, respectively. Technical services was contacted and recommended emergent device and right ventricular (rv) lead replacement. The device was subsequently explanted and replaced to resolve the event. Due to the patient's anatomy, the rv lead remains implanted. The patient was stable with no additional adverse effects. The rv lead is not a boston scientific product. The device is expected to be returned for analysis, but has not yet been received. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).